Event description:
The customer reported to olympus that the balloon broke while in the patient esophagus when the diastolic pressure was 5.5 atm, and the liquid inside leaked. The procedure was completed using another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. Evaluation sent air into the balloon while immersed in water, it was confirmed that air leaked from the side and the center of the balloon. It is likely that the balloon was damaged from contact against other tools such as forceps or endoscopes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, balloon bursts may be caused by over inflating the balloon. This may be due to using improper inflation device or customer error. The balloon may be damaged during insertion either through scrapping or gouging when passing through the endoscope or on staples, if present, in the patient¿s intestine. This may cause it to burst during inflation. All balloon catheters are 100% leak tested during the manufacturing process. Any leaking balloons are scrapped. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.